Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, static appeared intermittently on the pump touch screen. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 329mg/dl.